Event description:
It was reported that in central processing during cleaning and sterilization of the instrument, the customer reported a broken cable on the prograsp forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable was found to be broken at the distal idlers. The idler pulley spins freely and were not damaged. The cable segment sticks out at wrist. Other cables at wrist were not damaged. Additional observation not reported by site was main tube damage. The distal end of main tube had various scratch marks with light material removal. Evidence not conclusive, but damage may have been caused by mishandling/misuse. No other damage was found. Intuitive surgical contacted the initial reporter of this complaint. It was indicated that no pieces fell inside the patient during the last surgical procedure this instrument was used. The patient has not returned to the hospital with any post-surgical complications. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.